Manufacturer narrative:
Philips service reinstalled the software and is monitoring the system for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy failure occurred due to ippc software error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.